Manufacturer narrative:
This supplemental report is being submitted to provide the device return evaluation, review of the device history records (DHR) and investigation conclusion. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Evaluation of the returned device confirmed the user's complaint. There were leaks observed from the irrigation port and blades could not be inserted. An investigation was completed by the original equipment manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The root cause has been determined as a result of transportation or use. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported the handpiece device keeps leaking every time the tube set and blade are plugged in. According to the reporter, the suction was connected and the irrigation was set to low setting, however, the device still leaks. The issue occurred during an unknown procedure. No patient harm or injury was reported due to the event. No user injury reported.